Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient was dissatisfied with the iol. The patient reported that the vision was not good, she was not able to drive the car at night. She experiences eye pain and headaches when sewing, working on the computer, and watching television. Additional information was provided by the ophthalmologist which indicates that the patient has experienced halos and glare. Approximately five weeks following the surgery, the patient experienced visual problems and eye pain. Eight weeks later the patient informed the ophthalmologist that her eye tears tremendously, she has headaches and is squinting her eyes. Six months later, the patient informed the ophthalmologist that the symptoms had worsened. In the night it's nearly impossible to drive the car and strong glare. The ophthalmologist is still waited for a spontaneous recovery and prescribed glasses. There are two medical device report associated with this patient. This report is for the right eye.